Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor summary report showed three atrial fibrillation episodes during a period, while the episode list displayed only one atrial fibrillation episode for the same period, with two episodes not accounted for. Counter anomalies were also reported on the ¿quick look¿ and reports, with episode counters not matching the episode details. It was further reported that these were false atrial fibrillation (af) detections. The icm remains in use. No patient complications have been reported as a result of this event.